Event description:
It was reported that during preventive maintenance performed by medtronic, the e360 ventilator was observed not to generate an alarm when shutting down and a leak was found on the water trap. The ventilator was not in use on a patient at the time of the reported e vent.

Manufacturer narrative:
Section b: event date not provided. Service/repair request date was used for the event date. Section d4: unique identifier (UDI)#: not available. Section e. Medtronic personnel reported event to manufacturer on behalf of the customer. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during preventive maintenance performed by medtronic, the e360 ventilator was observed not to generate an alarm when shutting down and a leak was found on the water trap. The device was made available for evaluation. The service personnel (sp) replaced the main board and the water trap. The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. The cause of the reported no alarm when shutting down was isolated in the field to a potential fault in the main board. The potential causes of the leaking water trap include a crack or insecure attachment to the ventilator. The event is included in a data monitoring plan. H4: manufacturing date was estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.